Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, an insulation anomaly and fracture were seen when connecting the lead was connected to the device. The lead was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Please note the correction for reference report number 2938836-2015-01244. Device available for evaluation: should be no; not yes. Device evaluated by MFR: should be not returned to manufacturer . (B)(4).